Event description:
During procedure, staff detected a noticeable plastic odor. Upon inspection, the surgeon observed that the device (conmed bend-a-beam) handpiece had partially melted. The procedure was paused, and the device was removed. There were no burns or visible injury to the patient or surrounding tissue.